Manufacturer narrative:
The failure investigation has been completed and the alleged malf code 06, data error alert, settings, and unexpected shutdown issue was verified. The power charger was not returned for investigation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shut off unexpectedly. When pump was restarted, it was reported that the pump indicated a data log corruption, and the pump's date and time were incorrect. Additionally, it was reported that the customer experienced difficulty charging the pump. Customer was able to charge the pump with an alternate adapter. Customer's blood glucose ranged from 256 mg/dl to 449 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.